Manufacturer narrative:
Detailed product information for the cylinders/pump was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. A risk review was completed, and infection related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed a staphylococcus infection at the incision site. A surgical procedure was performed to wash out the infected area, remove all components, and replace them with inflatable cylinders connected together to maintain the space. No further patient complications were reported.